Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcification mid left anterior descending artery. The vessel was pre-dilatated a 3.0x12mm unspecified balloon at 10 atmospheres. The 3.0x33mm xience prime stent delivery system (sds) was deployed; however, while removal of the sds check shot revealed a dissection at the distal end. The dissection was covered a 3.0x8mm drug eluting stent. Results are very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.